Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found sheath was damaged with a section of sheath cover torn off in the middle of probe and internal oil leaked out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the sheath of the ultrasonic probe separated in the middle. The area was bent as well. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the liquid leakage from the damaged sheath could not be determined. Olympus will continue to monitor field performance for this device.